Manufacturer narrative:
The leads were explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant procedure, the patient developed pain and reported loss of sensation in the left leg. The patient was hospitalized and the leads were explanted as a nerve was likely aggravated. Follow-up indicated that the patient is recovering and wants to be re-implanted in the future due to receiving effective pain relief during the trial.